Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Rtm serial number not collected because pt did not have the rtm with them at the time of the call. The reason for call was patient states for the past 1-1.5 weeks, they have not been able to charge the ins because the rtm gets really hot. Agent reviewed serial number of the device is needed in order to submit request to have the rtm replaced. Pt confirmed ship to address is correct. Pt states they will call back with the serial number as soon as they can. Agent reviewed hours for repair today. While on the call pt mentioned they called the manufacturer representative (rep)  today and they were told to call manufacturer. No symptoms were reported. Patient (pt) called back to provide recharger serial number. Agent sent request to repair to replace the recharger.